Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 8 253200, serial/lot #: (B)(6), UDI#: (B)(4), h4: product ID: 8253200, serial/lot #: (B)(6), manufacturing date is: 2018-03-05, additional code img g02005 is applicable for product ID: 8253200, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that nim had intermittent fault,  delay when using unit. There was no patient involved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior and during use in thyroidectomy procedure nim had intermittent fault, delay when using unit or no response at all when stimulating the nerves. The procedure was completed and issue resolved by changing the nerve probe stimulator with a different batch number. Stim was set at 1.0 to 2.0 at standard threshold. There was no patient impact.

Manufacturer narrative:
H3: product analysis of product number 8253200 , serial number: (B)(6) confirmed the complaint there is no reaction on the simulator. The mcb and cable was worn. The housing is worn. H6: previously submitted codes for product number 8253200, serial number: (B)(6) fdm b17, fdr c20 is no longer applicable. Fdc code d20 is applicable for product: 8253202, s/n: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.